Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rexj0132 showed no other similar product complaint(s) from this lot number.

Event description:
Patient reported that she had a PICC line placed in 2013 in the right basilica vein. The patient stated that her right arm was swollen and under ultrasound, it was discovered that the patient had dvt. During the removal of the PICC, the patient stated that the line was kinked and coiled and that removal was difficult. The patient was placed on cumidin for the clotting.